Manufacturer narrative:
H6 updated. The investigation is still ongoing.

Manufacturer narrative:
This follow-up report is being submitted to correct a previously reported h6 medical device problem code and to document that the device has been returned to the manufacturer for investigation. Section d9 has been updated to reflect that the product was returned for investigation. The problem code a140508 (restricted flow rate) reported on the initial MDR was not applicable to the event and has been corrected to a140505 (inaccurate flow rate).

Event description:
An impella cp was placed via the femoral artery to support the 65 year old male patient who had been admitted in with cardiogenic shock and acute myocardial infarction, in scai stage e shock. The patient's underlying cardiac and systemic comorbidities are unknown. The cp was placed and was noted that the pump was barely across the valve and in the left ventricle. The pump was exhibiting irregular flows and there was a concern of flow saturation so the team troubleshot by repositioning the pump and giving blood volume. The patient was not only on the cp but also ECMO and was found to have bilateral limb ischemia signs so, the team made decision to adjust from peripheral va-ECMO and the cp to the axillary 5.5 and sport mode ECMO. The patient returned to the or for the support change and the cp was found to be in the aorta, and not within the left ventricle. The team successfully replaced the pump and patient support continues via the axillary 5.5. Limb ischemia is a known risk associated with impella support as described in the instructions for use and may be influenced by patient-specific factors.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.